Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, the case will be re-opened, and a physical investigation will be performed. The serial number provided by the customer in the initial report was deemed invalid upon extended investigation and therefore section has been updated to unk.

Event description:
A customer reported an error message, "scan again in 10 minutes," for more than 2 hours while wearing the adc freestyle libre sensor. On (B)(6)2019, the customer experienced hypoglycemic symptoms and perspiration and was treated with "sugar water" by a non-hcp. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an error message, "scan again in 10 minutes," for more than 2 hours while wearing the adc freestyle libre sensor. On (B)(6) 2019, the customer experienced hypoglycemic symptoms and perspiration and was treated with "sugar water" by a non-hcp. There was no report of death or permanent injury associated with this event.